Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up of (B)(6) 2013, the programmer crashed when the physician tried to access diagnosis data. A second attempt was performed, using another programmer, but the problem remained the same. An analysis is requested.